Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. All the buttons were responsive. The keypad cover was removed and there was no damage observed between the display lens and the screen. Unrelated to the original complaint, the pump case was removed and there was moisture and corrosion found throughout the pump. A leak test was performed and failed at the crack in the pump case on the right corners of the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.